Manufacturer narrative:
The following functional tests were performed: the customer received remote application assistance from a remote clinical support (rcs), who gathered the logs and screenshots. For further evaluation, the data was forwarded to product support engineering (pse). It appeared that alarm latching was set for split latching, visually latched for red only and audible latching was off. This means, that the asystole banner would stay on the screen until acknowledged, but the sound would stop when the condition ended. According to the screenshot available, that alarm lasted 10 min 17 sec ¿ none of the logs provided indicate alarm sound played. Therefore philips cannot determine, when the asystole condition actually ended. The provided data revealed, that a xbrady alarm was generated on the central station (ov3), which was immediately followed by an asystole alarm that persisted until the alarm was acknowledged at the monitor approximately 10 minutes later. Based on the information available and the testing conducted, the device was working as intended and there was no malfunction. The cause of the reported problem was due to user knowledge. The engineer provided their analysis findings and confirmed that device to be operating per specifications and no failure was identified. If additional information is received the complaint file will be reopened.

Event description:
It was reported that the pic overview 3 station was missing red extreme brady alarms audible and visual for bed 8 ne in room 19. The device was in use on a patient. There was no report of patient or user harm.

Manufacturer narrative:
D4: UDI is not available at this time due to unknown software revision. Software revision has been requested. A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that the pic overview 3 station was missing red extreme brady alarms audible and visual for bed 8 ne in room 19. The device was in use on a patient. There was no report of patient or user harm.